Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the plaster of the infusion set cannula came loose and the cannula fell out of the body; customer inserted a new cannula. Caller stated customer experienced elevated blood glucose level of 15 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation.